Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a current display of 45 units compared to an expected ~260 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, and the caller was advised to monitor the situation and follow up if necessary.